Event description:
Patient reported via a regulatory agency right side "pain and capsular contracture" baker grade unknown. Patient additionally reported they "fell on [their] chest and went to the emergency room and needed to have imaging taken" and "implant was possibly ruptured", which is not device-related. The device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5115039. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.